Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached; the metal cap without the glass cap distal end was returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; there is no signs of melting at the location of the fracture; the outer flow tubing open end exhibits damaged; the metal cap appears moderately charred and melted at the output area. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 213,596 joules of use and 24.47 minutes, "the fiber is broken in per operative; the fragment being recovered in the patient by endoscopic procedure, which extended the duration of the intervention." The procedure was completed with a second fiber. "Customer confirmed that no injuries occurred to the patient".

Manufacturer narrative:
Information translated from (B)(6) to english.